Manufacturer narrative:
Catheter was discarded by the customer and will not be returned for evaluation. (B)(4).

Event description:
It was reported that during an (B)(6) study procedure after inserting the catheter, patient became hypotensive probably due to sedation and amiodarone. Saline infusion was given. Procedure was completed. Patient did not require in-patient or prolonged hospitalization. Event was resolved without sequelae on (B)(6) 2010. Patient's prognosis was excellent. The event was classified by the facility as unrelated to device and procedure and probably related to drugs (amiodarone and the sedation: midazolam, fentanyl and propofol). Event becomes a complaint after (B)(4) adjudicated it as possibly related to the procedure.